Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was stated that the needle would not securely fit on the syringe. It was disconnected during drug administration. The needle was left in patient. The device was handled by a healthcare professional. The device was withdrawn from use. There was patient involvement. The incident has been reported to the regulatory agency. Nca reference number 2025/006/020/501/005 and mhra reference 35959506-aicxml. Associated needle complaint documented on cn-399210.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported that complaint of leakage was not observed between the mating luers. No detachment was observed. The complaint could not be confirmed. The product could not reproduce with the returned. Therefore, the complaint could not be confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.